Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient fell and broke a shoulder and presented to the emergency room with dizziness and a heart rate in the 30¿s. The patient had high thresholds with non-capture due to ventricular outputs programmed to low. A review of the capture management trend showed that the patient's threshold has been changing up and down frequently between 1.5 v and 2.5 v at 0.4 ms and capture management adapted to 5 v at 1.0 ms. The outputs were reprogrammed and the capture management was turned off. The patient was admitted and monitored and no further episodes of non-capture were noted. The device remains in use. No further patient complications have been reported as a result of this event.